Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was without stimulation for approximately more than 6 months. Reportedly, patient did not charge the ipg. In turn ipg was deemed inoperable. As a result, surgical intervention was undertaken to have the ipg explanted and replaced. Reportedly, stimulation was restored post-operatively.